Manufacturer narrative:
There were no alarms noted on the last calibration performed on 01-sep-2020. Calibration was ok. A change in calibrator signal was observed after the customer used fresh calibrator material. Quality controls were outside of range at the time of the issue. Controls were back within range after the most recent calibration on 01-sep-2020 with fresh calibrator material. The investigation determined that the customer troubleshooting actions resolved the issue.

Manufacturer narrative:
The field service engineer could not determine a cause. The fluidics system and rinse levels of the analyzer were checked. Precision studies were performed.

Event description:
The initial reporter stated they received discrepant results for six patient samples tested with ca2 calcium gen.2 on a cobas 6000 c (501) module. The initial values from the samples were reported outside of the laboratory. The reporter believes the issue to be related to the reagent pack that was used for initial measurement. Controls tested after the initial sample run were outside of range high. The customer recalibrated, but controls were still outside of range high. The customer changed the reagent pack, but the controls were still high. The customer then tried using fresh calibrator and control material. Calibration and controls passed. The samples were then repeated. The first sample initially resulted with a calcium result of 13.4 mg/dl, which repeated as 10.1 mg/dl. The second sample initially resulted with a calcium result of 12.2 mg/dl, which repeated as 9.4 mg/dl. The third sample initially resulted with a calcium result of 12.8 mg/dl, which repeated as 9.6 mg/dl. The fourth sample initially resulted with a calcium result of 13.0 mg/dl, which repeated as 9.4 mg/dl. The fifth sample initially resulted with a calcium result of 12.8 mg/dl, which repeated as 9.8 mg/dl. The sixth sample initially resulted with a calcium result of 13.1 mg/dl, which repeated as 9.9 mg/dl. The serial number of the c 501 analyzer is (B)(4).